Event description:
Medics responded to a drowning. Device would not charge above 100 joules. A back up device was made available and used to continue patient care. The patient was not resuscitated. The reporter stated patient outcome not due to device operation. The reporter's opinion was based on an assessment of the patient's lack of viability.